Manufacturer narrative:
(B)(4).

Event description:
Procedure: chemosite insertion. According to the reporter: the doctor found that the coupling pipe fractured post procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.